Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with a consult device. The patient was being evaluated due to reports of 4 shocks being delivered by it. Technical services (ts) was consulted, and it was discussed that, based on the age of the device, it may have reached the end of its lifespan, and a programmer would be required to interrogate and confirm the current device status. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated with a consult device. The patient was being evaluated due to reports of 4 shocks being delivered by it. Technical services (ts) was consulted, and it was discussed that, based on the age of the device, it may have reached the end of its lifespan, and a programmer would be required to interrogate and confirm the current device status. No adverse patient effects were reported. This device remains in service.